Manufacturer narrative:
The insulin pump was received with intermittent button response due to two flattened button dome switches. No button error alarm was noted during testing. The lcd keypad connector was not unlocked either. The pump was received with normal operating currents. Unexpected scrolling numbers did not occur when the pump was tested. The following physical damage was also noted: cracked casing at a display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on her insulin pump scrolled uncontrollably while she was programming a bolus, and when she removed the battery and reinserted it the pump alarmed with button error. The customer removed and reinserted the battery several more times but the button error alarm persisted. The patient's blood glucose at the time of incident was 89 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.